Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that (B)(6)aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant audio tone alarm due to a problem isolated to the mother board. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify any alarm due to the blank display. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.